Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a turbine module failure. Our field service engineer investigated the ventilator on site, the turbine module was found defective and replaced. After replacement, the ventilator passed all functional, safety and electrical tests to factory specification. The ventilator was cleared for clinical use and returned to customer.the device logs were not received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module failure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
New information related to the section e - initial reporter was provided. Moreover, a correction of fields # d1 brand name, # d4 version or model #, d4 ¿ unique identifier (UDI) #: was required. D1 - brand name: previous brand name: servo-air, corrected brand name: base unit, servo-air, d4 - version or model #: previous version or model #: servo-air, corrected version or model #: 6882000. E1 - name and address - previous name and address: (B)(6) corrected name and address: (B)(6).